Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the battery flex and main printed circuit board (pcb) were contaminated. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the heart block was contaminated, the lead flex cover was contaminated, the heart wire contacts were contaminated, one side bail was missing, the ring was missing, and the heart lead flex was contaminated. Further analysis was performed on the main pcb. Visual inspection noted contaminants on the pcb, also noted surface damage. Bench analysis noted a failure for surge current. A transistor was replaced, typical operation was then observed at power up. The device then also passed functional testing. Conclusion: confirmed power up failure due to transistor component failure. (B)(4).

Event description:
It was reported that the external pulse generator would not power on. It was further reported that when the battery was replaced, the battery got hot. The generator was returned for service. There was no patient involvement.